Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the full lead was returned and analyzed. There were no anomalies found, it was noted that the distal and proximal lead conductors were distorted, the distal electrode was covered with blood. It was visually noted that the lead was stretched and damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the lead helix would not advance or retract when tested prior to implant. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.